Event description:
It was reported that the rigid video scope light guide bundle was damaged, and the image was dark. It is unknown when the issue occurred. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction of the initial report and the results of the legal manufacturer's final investigation. Corrected fields: b5, h6 (component code should be corrected to g05003-imager and medical device problem code should be corrected to a0405-degraded and also medical device problem code ¿a0902- display or visual feedback problem¿ was missing since the initial). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the back end light guide bundle was interrupted or weakened, the front end light guide bundle was dark, the front end light bundle glass was damaged, the light guide fibers glass was chipped, the fiber cone was rusted and could not be removed, the port of insertion section was corroded and remained rusty after cleaning and the charge coupled device cable was rusted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the light guide bundle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that the intended procedure was a device testing.